Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). This patients heart rate was 41 beats per minute. A locl field representative was to be paged to check this patients device in person. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.